Manufacturer narrative:
The product investigation was completed. Device evaluation details: carto 3 manufacturer investigated the issue based on the study digital data. It was found that the reported map shift was caused due to mapping with metal interference (high metal values) which were indicated by related error messages on the screen. According to carto 3 instructions for use, metal interference might affect location accuracy. Therefore, the issue is defined as user related. The manufacturing record evaluation was performed on carto 3 system #29022, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and there was a map shift of approximately 2mm without any error messages, which resolved on its own. During ablation, the catheter was making very strange movements on the carto screen. There was a visualization issue as where there was no his signal before, there was suddenly a his signal showing. After a while, the shift resolved itself because where the medical team identified his signal there was suddenly no his signal anymore. The case was continued without delay or issue. No patient consequences were reported.